Manufacturer narrative:
Alleged failure: anchor was malleted in, deployed, and had to be removed forcefully. The inserter rod remained in the center of the implant and detached from the handle. The failure(s) identified in the investigation is consistent with the complaint record. The root cause was due to a supplier manufacturing change from hoosier to sle peek components that resulted in a performance shift. Testing and comparative analysis between sle and hoosier components revealed higher seating forces for the sle components, which is consistent with the pull wire breakages in the field. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pull wire remained in the anchor. The pull wire was able to be removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pull wire remained in the anchor. The pull wire was able to be removed.